Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a flange sensor failure (system error 21502). This was observed in the biomed service department before the first clinical use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported issue was not reproduced. The flange sensor test was performed with passing results. A review of the event history log revealed system error 21502 - flange sensor failure. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was not identified and no device correction is required. Should additional relevant information become available, a supplemental report will be submitted.